Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the farawave catheter flush post wasn't flushing properly when they needed to go back in the patient at end of case to do touch up. The catheter was replaced, and the procedure was completed with no patient complications. The catheter is expected to be returned for analysis.